Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant medical products: 419688 lead, implanted (B)(6) 2013.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.